Event description:
Discrepant results. Ran test sample and it was negative; ran test via another source and received positive results.

Manufacturer narrative:
Retention testing: control lot: 20miu/ml hcg urine lot: hcg080617-02. 100miu/ml hcg urine lot: hcg071016. 206.0iu/ml hcg urine lot: hcg080813-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. The 100miu/ml and 206.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Probably root cause: it is stated in complaint information that urine test was negative, but serum quant done 3 days later was positive (181miu/ml). In general, the hcg levels will double every 48-72 hours and it is known that the hcg level in serum is normally higher than it is in urine and, urine sample will be influenced by many factors. If the patient drinks too much water which will dilute the urine before the test, and a false negative result may occur when the levels of hcg are below the sensitivity level of the test. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Conclusion: the retention devices meet qc specification. No false negative result was observed. So this complaint is not confirmed.